Event description:
There was an allegation of questionable elecsys troponin t assay results for 2 patient samples on a cobas e 801 analytical unit. Patient 1 had an initial troponin result of 23 ng/l. The sample was repeated twice and the repeat results were 33 ng/l and 33 ng/l. Patient 2 had an initial troponin result of 12 ng/l. The sample was repeated twice and the repeat results were 4 ng/l and 4 ng/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number is 642405 and the expiration date is 30-nov-2023. The investigation is ongoing.

Manufacturer narrative:
The qc and calibration recovery data provided was acceptable. The alarm trace showed 7 sample foam detection alarms on the day of the event. The investigation did not identify a product problem. The root cause of the event could not be determined.